Event description:
A report was received that alleges that the tracheostomy tube was leaking at the cuff after 14 days in use. Replacement was required. No incident related medical sequela was reported.

Manufacturer narrative:
Manufacturer completed the entire form. Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.